Event description:
Healthcare professional reported rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as the device is observed out of its sealed package. Clarification to d.9. Returned to mfg on: the device has not been returned. See photo analysis in h.10.

Manufacturer narrative:
Cont. H.6. Health effect f15 recognized device or procedural complication a review of the device history record has been completed. No deviations or non-conformances noted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture diagnosed by MRI and ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.